Event description:
A nurse reported the handpiece failed tuning at beginning of a case. The system was exchanged and the case was completed. Although this event occurred at the beginning of the case, the pt had already been prepped and was in the room. The case was completed with slight delay. There was no impact to the pt as no incision had been made. The nurse stated the system was put back into service after the issue was determined to be a handpiece issue.

Manufacturer narrative:
The facility cancelled the service request. The customer reported the event was caused by a clogged handpiece tip, therefore no service was needed. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).